Manufacturer narrative:
The device was not returned to edwards for analysis, without return of the device the root cause the product evaluation cannot be performed and event further investigated. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned that a 23mm aortic valve was explanted at implant. It was reported that the patient had been removed from cardiopulmonary bypass and while she was being closed, she arrested. According to the physician it is believed that the patient arrested because of obstruction of the left coronary by the valve due to patient's small root. The patient was placed back onto cpb, 23mm valve explanted and a new one implanted and enlarged her root. Due to the abrupt cardiac arrest, the surgeon elected to leave the chest open as he did not want to have her chest all the way closed. She transferred to tcv-po in critical condition.